Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter noted several boluses of 0.00units between (B)(6) 2013 in the bolus history as well as a 0.60unit bolus on (B)(6) 2013 that was cancelled. This /complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: only typical usage alarms and warnings were observed in the black box and alarm history, there was no activity related to the complaint. Investigators executed a 1 unit per hour basal program for 24 hours, no 0.00u (ghost) boluses were recorded in history during this time. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. Investigators successfully performed a normal 10 unit bolus and a 10 unit audio bolus. Both were accurately recorded in the pump history. Investigators were unable to duplicate the complaint during the investigation.